Event description:
It was reported that: "we recently had an exposure (thankfully the source was negative for any bloodborne pathogens) after a failure of the sharps block in an ez io kit. The paramedic picked up the sharps block and placed the needle into it, however, the bottom of the sharps block was missing, so the needle went through the device and pierced their finger." The paramedic was reported as fine post the incident.

Manufacturer narrative:
Qn # (B)(4).

Event description:
It was reported that: "we recently had an exposure (thankfully the source was negative for any bloodborne pathogens) after a failure of the sharps block in an ez io kit. The paramedic picked up the sharps block and placed the needle into it, however, the bottom of the sharps block was missing, so the needle went through the device and pierced their finger." The paramedic was reported as fine post the incident.

Manufacturer narrative:
(B)(4). The complaint is confirmed. Visual inspections revealed that the sharps block was missing the bottom attachment. The supplier of this device, (B)(4), was consulted and they were able to provided details from their receiving inspection form that outline the acceptable attribute for sharps blocks that prevent this issue from occurring. The receiving inspections form indicates that during the inspection cracked and broken parts are not acceptable. They were also able to confirm that at no point in contact with incoming, in process or final inspection has there been any visual defects on the sharps block. Sharps blocks with broken or missing bottom attachment have not been seen at this time. Additionally, the customer report was reviewed as part of this investigation. Per the report, the customer admits attempting to insert the needle into the sharps block while it was placed in their hand. This goes against the IFU statement, " note: place the needlevise on a flat stable surface. Immediately following use of a needle, use a one-handed technique holding the stylet hub, firmly insert the sharp pointed tip straight down into the opening in the needlevise until it stops. Do not hold needlevise with free hand. Dispose of opened sharp into needlevise whether or not it has been used." The manufacturing records were reviewed with no defects or anomalies recorded prior to release. It could not be determined what exactly could cause this defect to occur. Therefore, the root cause cannot be determined based on the available information. Teleflex will continue to monitor and trend on complaints of this nature.